Event description:
It was reported that the patient presented remotely via merlin.net implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. No resolution was performed. The patient condition was unknown.